Event description:
This lead had intermittent oversensing. Lead was capped and replaced. During lead revision, due to patient anatomy the physician chose to use a different lead which required him to change out the ICD to fit the new lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.